Event description:
It was reported that the 2.80x26 mm graftmaster stent was being used in an attempt to treat a perforation of the left anterior descending artery; however, the stent delivery system would not cross due to the calcified artery. The perforation was treated successfully with balloon angioplasty. There were no adverse patient effects or clinically significant delay in the procedure due to the failure of the graftmaster device to cross. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for failure to advance reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.